Manufacturer narrative:
Visual assessment of the device showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. T1 and approximately one and half inch of suture was returned for evaluation. The suture is attached to t1; the suture is frayed and looks to have been cut at the sliding knot. It appears that the suture was inadvertently cut by the needle tip during implantation of t1. No root cause related to the manufacturing process can be established. Device history record review was performed and confirmed no abnormalities were reported with this lot during manufacture. Use error may have been a contributing factor to the event.

Event description:
It was reported that during a meniscal repair procedure, after t1 was implanted, the surgeon noticed that the knot became loose. The t1 implant was removed from the patient without incident. A backup device was utilized to complete the surgery. No delay or complications were reported as a result.